Event description:
It was reported that in the dialyses room when disconnecting the blood tubing from the catheter's medial lumen luer hub, the user experienced difficulty due to a tight fit. The user then used forceps to try and disconnected but the hub became broken. As a result, the catheter was removed and replaced with a new one. The catheter was placed in the patient's femoral approximately one week prior to the occurrence. Isodine with 1 percent alcohol was used to disinfect the catheter. There was no reported delay, death, or complications to the patient.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.